Manufacturer narrative:
Approximately one week later, we received a latitude red alert due to a high out of range shocking impedance measurement greater than 125 ohms. Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that a full interrogation was performed on the device. The shocking impedances had decreased to 90 ohms. An x-ray was performed which indicated the distal pin is in the proper position past the connector block of the device header. No intervention planned to be performed at this time. The physician planned to monitor the patient daily with latitude interrogations, which is a remote monitoring system. The patient planned to be brought back into the clinic in a month for evaluation and to deliver a low and high energy shock if needed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting a high out of range shocking impedance measurement greater than 125 ohms. Prior to being out of range the shocking impedances had been fluctuating with deviations of plus or minus 20 ohms. There was no evidence of noise on the presenting electrogram (egm) or the most recent stored egm. To date, there have been no adverse patient effects reported.